Event description:
The customer reported to baxter territory business manager (tbm) that when she used veritas, it formed hernia sacks. It was stated this event occurred a year to year and a half ago. Baxter tbm stated that the doctor seemed confused about the product. He also stated that since it occurred so long ago, she may not have any further information, such as patient identifiers, etc. No additional information provided.

Manufacturer narrative:
(B)(4). Due to the limited information, this case is currently not assessable and being conservatively reported. Baxter is currently in process in retrieving additional information from the customer. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Customer contact was made to request additional information. Baxter was informed that the reporter is unable to provide any additional information as the issue occurred a long time ago. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. No sample and lot number was available therefore sample evaluation and batch review were not necessary. Per (B)(4), based on the information provided by the customer, the root cause cannot be determined thus there is no direction for further investigation.no trend was identified for this product complaint.the complaint will be kept on record for trending purposes.